Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a lobectomy procedure, the powered handle completed several firings successfully. On about the third firing, the reload was connected to the adapter, but the reload indicator light was not illuminated. The reload was re-connected over and over again but the same issue occurred. The battery was re-inserted, the device calibrated, the jaws were articulated, and the device recognized the reload. The firing was successful. The surgeon continuously fired the device with other reloads. The final reload was connected to the adapter and the surgeon tried to fire the device, however the calibration was suddenly performed and the jaws were articulated. After all, the firing was successful with this reload and the procedure was completed with no problem. No patient injury or extension in surgical time.